Manufacturer narrative:
(B)(4). Date sent: 7/10/2024. D4: batch # unk. Additional information was requested, and the following was obtained: did the device not fire or did the knife deploy but there were no staples?=>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Was there any haptic feedback during the first firing?=>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic liver procedure, the staples were not deployed at all at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.